Manufacturer narrative:
A general reagent issue can be ruled out since calibration and controls are acceptable. The field service engineer determined the wash station was not providing water. The investigation determined the issue is consistent with a hardware error. The c 703 analytical unit is not released for distribution in the united states, nor is it like or similar to a product released for distribution or sale in the united states.

Manufacturer narrative:
The serial number of the c 703 analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with cholesterol gen.2 on a cobas c 703 analytical unit. No questionable results were reported outside of the laboratory. The sample initially resulted in a cholesterol value of 6.56 mg/dl. The customer requested a repeat of the sample since the value was lower than expected. The sample was repeated, resulting in a value of 179 mg/dl. The repeat value was deemed correct.